Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted, however, unit received with corroded motor switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis. On 12/01/2018 15:41:18 pst ice batch user (batch_ice): phone: (B)(6). Complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(4), taken by: (B)(4). Initial notes: (B)(6) reported series pump error 38 inquired what led up to the complaint. Customer response: on (B)(6) - pump 38 11:30, 12:00, 3pm. On (B)(6) - pump 38 11:30, 12:00, 3pm. Said she is not happy of medtronic pump and she is from animas pump error alarms t/s per (B)(4). Pump error alarm that occurred: 38. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: basal. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is not a 670g with software version 3.18e or greater. Version 2.9d adv to review reminders menu and confirm if calibration reminder is on. Calibration reminder is set to off. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was not recorded in daily history. Explained pump will need to be replaced. Adv to revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: eta for rpl pump is 2 business days. Country: (B)(6). Input date: (B)(6) 2018. Warranty start: 04/22/2018, warranty end: 04/21/2022. Batch - (B)(4).